Event description:
It was reported that a spectrum pump alarmed close door when the door is closed. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom close door alarms, through door not fully latched alarms. The issue was caused by a failed upper link switch. The upper auxiliary assembly, including the link switch, was replaced.